Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the additional information in section b5 and to provide the completed investigation results. One (1) 6fr angioseal device was returned to terumo medical corporation for product evaluation. The returned device included the guidewire, arteriotomy locator, hemostasis sheath and an unopened poly-foil pouch. The device was visually inspected and found to have been in used condition with visible signs of blood. The hemostasis sheath and locator were returned fully mated. No other damage or issues were found. The complaint can be confirmed for insertion difficulty of the sheath and locator assembly into the patient. The exact root cause could not be determined. The likely cause was determined to have been resistance felt due to off axis loading during insertion. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
Additional information was received on 26apr2024. The complaint description was updated to the following: after evt, when the locator/insertion sheath assembly was attempted to be inserted into the artery, high resistance was felt and the assembly could not be inserted. The device was not used, and manual compression was applied for 30 minutes to achieve hemostasis. Subsequently, hemostasis was successfully achieved by manual compression only. The procedure before deploying the device was percutaneous peripheral intervention (ppi). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 6 fr. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter was 7 mm.

Manufacturer narrative:
The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that after endovascular thrombectomy (evt), when the angio-seal device was attempted to be inserted into the insertion sheath for hemostasis, high resistance was felt, and the device could not be inserted. The device was not used, and manual compression was applied for 30 minutes to achieve hemostasis. Subsequently, hemostasis was successfully achieved by manual compression only. The estimated blood loss was less than 250cc. The procedure before deploying the device was percutaneous peripheral intervention (ppi). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 6 fr. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter was 7 mm. There were no other devices or equipment used with the reported product. The reported event did not result in patient injury.